Manufacturer narrative:
Device was discarded by facility.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure for the liberty clinical trial, thrombus was noted immediately following treatment with a csi orbital atherectomy device (oad). The target lesion was 20.0mm in length and was located in the dorsalis pedis artery. The physician used a 5fr introducer sheath from a contralateral approach to access the lesion. The physician treated the lesion using a csi 1.25 solid microcrown oad. The physician followed-up the atherectomy with balloon angioplasty using a fox 2.0x30mm balloon. After angioplasty, thrombosis or spasm was noted in the artery. Three more balloon angioplasty inflations were performed in an attempt to resolve the event, but were unsuccessful. An angiojet catheter was then used to perform a thrombectomy of the dorsalis pedis artery. Upon completion, the artery showed a 30% residual stenosis. The patient status remained stable throughout the procedure. The csi oad was discarded by the facility after the procedure.